Event description:
It was reported that catheter issue occurred. The opticross was selected for ultrasound examination of the target lesion. As the device was being inserted into the patient, the shaft of the opticross was twisted. The procedure completed with another of same device. No patient injury was reported.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the imaging window had detached and that there was imaging core windup.

Event description:
It was reported that catheter issue occurred. The opticross was selected for ultrasound examination of the target lesion. As the device was being inserted into the patient, the shaft of the opticross was twisted. The procedure completed with another of same device. No patient injury was reported.